Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.